Event description:
Status post left mastectomy with lateral (1984) dorsi flap and implant reconstruction. The 1st implant was removed in 1993, with spectrum implant inserted. Over last 6 wks implant deflated.